Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from the appointment date.

Event description:
It was reported that the patient was experiencing pain of bilateral legs and involuntary movement of the upper as well as lower extremities, despite spinal cord stimulator (scs) being off. The patient was prescribed pain medication.